Manufacturer narrative:
(B)(4). It was reported that the patient was doing well, their effluent was clear, and cefipime treatment was completed. The patient recovered from the peritonitis on an unknown date. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient made an unspecified mistake. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient started treatment with intraperitoneal cefipime nightly (dose and duration not reported) for peritonitis. Dianeal therapy remained ongoing. The patient's recovery status and outcome of the event were not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.